Manufacturer narrative:
The reporting facility did not indicate the lot/batch of the affected product. As a result, a search for similar complaints of the same lot/batch number could not be performed. The (B)(6) 2016 angiodynamics complaint report was reviewed for the bioflo dialysis product family and the failure mode "extension leg failure." No adverse trend was indicated. The reported complaint description cannot be confirmed,nor can a root cause be determined, as no sample was returned for evaluation. Angiodynamics manufacturing process controls for this device includes visual inspection of the catheters for damage or defects, 100% leak testing and guidewire insertion checks to verify lumen patency. (B)(4). The MDR for this complaint record was originally submitted on (B)(4) 2016 via usps. Due to e-submitting requirements, it was returned for resubmitting. Not returned to manufacturer.

Event description:
As reported, the cvc was removed/replaced due to a crack/rip where the extension leg attaches to the suture wing hub. No intervention had previously been required since the catheter was originally placed in (B)(6) 2015.